Event description:
Note: date of event is unk. It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed in an enteral feeding procedure. According to the complainant, during the procedure while trying to infuse water after connecting the right-angle feeding tube, there was resistance at the port of the tube that prevented the water from infusing. Another corflo cubby low profile gastrostomy device was used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.